Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report will be sent for versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Transesophageal echocardiogram (tee) was used to visualize the fossa ovalis (fo) for transseptal. There was no pe noted prior to procedure. Versacross connect with a double curve watchman sheath. Radio frequency (rf) energy was applied through the rf wire and visualized bubbles in the left atrium (la). The wire initially did not move smoothly, thus it was pulled back and repositioned, taking its normal shape. At this point, the sheath and dilator were advanced. The operator commented that the sheath was difficult to advance. The tee operator noted it looked as though the sheath was posterior. The sheath was visualized in the la by the fo. After several attempts, the sheath was advanced. When the dilator was removed, the operator was unable to pull back fluid from the side port. A sweep of the la was performed with tee. At that point it was decided to withdraw and re-stick. The second attempt yielded no issues. The case continued with no issues. Multiple sweeps of the ventricles were performed with no pe noted. The physician was notified of a deterioration in the patients condition about 90-120 minutes after the procedure. Transthoracic echocardiogram (tte) demonstrated a large pe. The patient was then brought back down to the lab and an emergent pericardial tap was performed. Approximately 600 ml of blood was removed. The patient condition improved and no further complication. In the physician opinion, that the sheath may have perforated the posterior wall of the la upon initial transseptal. The patient was hospitalized and was stable and has been later discharged. The device is not expected to be returned for analysis (disposed).